Manufacturer narrative:
Additional information: d4 and h4. It was reported that during surgery the distal medial paddle was off of the bone, and distal lateral and anterior notch fit well. Resections were measured to be less than what was on the plan. The associated journey ii visionaire adaptive kit, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. However, an engineering evaluation by our visionaire team noted that all parameters were evaluated and found to be outside visionaire standards. The segmentation missed portions of the anterior medial osteophyte and distal medial sulcus leading to block fit problems. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. The root cause of the reported inaccurate block fit and subsequent inadequate resection discrepancies was from incorrect segmentation. Based on this investigation, the alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. A clinical analysis noted that the provided images support a significant varus deformity with bone-on-bone medially. No other medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the distal medial paddle was off of the bone, and distal lateral and anterior notch fit well. Resections were measured to be less than what was on the plan. No backup device was available and less than 30 minutes delay was reported.